Manufacturer narrative:
The reported leak could not be confirmed. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.

Event description:
During a pulmonary vein isolation procedure for paroxysmal atrial fibrillation an air leak occurred. While aspirating air entered the syringe. After several aspirations air was still present so the sheath set was removed and replaced. The procedure was completed with no adverse patient consequences.